Event description:
It was reported that intermittent loss of capture (loc) was exhibited on this right ventricular (rv) lead. However, the patient is not dependent. Technical services reviewed and provided high capture thresholds were also observed. The field representative provided a device and rv lead evaluation would be completed in the future. Additional information provided the patient was evaluated in clinic and high capture thresholds and loc were not reproducible. Clinic verified normal lead function. No intervention was required. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of capture was exhibited on this right ventricular (rv) lead. However, the patient is not dependent. Technical services reviewed and provided high capture thresholds were also observed. The field representative provided a device and rv lead evaluation would be completed in the future. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that intermittent loss of capture (loc) was exhibited on this right ventricular (rv) lead. However, the patient is not dependent. Technical services reviewed and provided high capture thresholds were also observed. The field representative provided a device and rv lead evaluation would be completed in the future. Additional information provided the patient was evaluated in clinic and high capture thresholds and loc were not reproducible. Clinic verified normal lead function. No intervention was required. Additional information provided this rv lead was subsequently explanted. Another lead was implanted to complete this procedure. This lead has not been returned at this time. No additional adverse patient effects were reported.